Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/28/2023 h6 component code: g07002 no device problem found additional information: d9, h3, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: what do you mean by "needle was easily bending in strange places"? Please indicate what strange places - needle bent flat (1 ea) in the middle. * please confirm how many sutures were broken and how many needles were bending? 3 sutures broke, 1 bent * device return follow up. Suture returned on 2/1 h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received ten unopened samples that pertain to the product code epm8704sl. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The tip and body needles were examined and no anomalies or issues related to bending needle. In addition, the sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. A functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: related events reported via 2210968-2023-00852, 2210968-2023-00853, and 2210968-2023-01357.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: rep reported needle bent in the middle flat and 2 strands broke. Suture from same lot is available for return. Note: related events reported via 2210968-2023-00853.

Event description:
It was reported that a patient underwent a CABG procedure on an unknown date and suture was used. During the procedure, the needle was easily bending in strange places and the suture broke easily. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.